Manufacturer narrative:
This medwatch was submitted in error. At the time of this report, the event was incorrectly assessed as being able to cause or contribute to a death or a serious injury if it were to recur.

Event description:
The olympus video telescope "endoeye hd ii", 10 mm, 0°, autoclavable was in repair for image issue. Upon inspection of the customer¿s returned device it was observed, the charged coupled device was broken resulting in green image. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned in b5, it was observed, the outer tube had a dent, the device failed general appearance and failed image quality check ¿ color reproduction. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.